Manufacturer narrative:
The customer¿s stated issue of ¿wrong sized door latch spring in door latch kit¿ was not confirmed through inspection. The length of the spring is correct. Once installation is complete and the latch pivot screw has been tightened to the correct torque specification. The excess length on the spring legs should be cut flush with the latch and the door molding that each side of the spring leg rests upon. The length of the spring legs allows for easier installation. The chance of injuring personnel is greatly reduced if the leg of the spring being cut off is held and then cut flush after the installation is complete. This way, there are no sharp points. There is a greater risk of losing control over a compressed spring with shortened legs. Review instructions in the technical service manual on how to install the latch spring/latch kit. This information can be found in preventative maintenance, section 5.4.5. - door latch assembly, as well as the appendix of this document for reference. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a report of patient involvement.

Event description:
It was reported by the customer that the east facility also received the wrong sized door latch spring with the door latch assembly kit. In the picture provided by the customer, the right is the door latch spring that was received, the middle picture is the door latch spring that is correctly sized, and the left is sold by one of bd's competitors. The customer further stated that their biggest concern is, if one of the biomed technicians cut the spring too short then the door will not function properly. If it gets cut too long, then there is a concern of an infection control issue with the possibility of operators getting stuck by the spring. Bd representative stated that the facility should not use third party parts due to the precision and quality of bd parts, and doing such would cause the equipment to fail.